Manufacturer narrative:
The time and date resetting to factory default settings is not likely to cause an adverse event because the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that about four months ago she experienced low blood glucose (bg) of 40 to 50mg/dl with confusion and shakiness due to a time/date reset issue with the pump. The patient stated that the time and date have been resetting to factory default settings with battery changes for the past four months, and that the first time this occurred she did not catch it right away and experienced low bg. The patient stated that she treated the low bg with candy or juice, but then her bg went low again and that is when she discovered the time and date were incorrect. The patient stated that her bg resolved after treating again. This complaint is being reported because the patient allegedly experienced hypoglycemia due to a time/date issue with the pump.

Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the pump passed the required 29 hour flow accuracy test and was found to be delivering within the specification. Testing confirmed that the pump did not retain the correct time/date after powering off. The black box indicates a time and date reset in within 03 minutes of powering off the pump. Pump was exercised for 24 hours on a 1 unit per hour basal program to ensure the bt1 component was fully charged. After 24 hours the battery was removed for 6 hours. The bench testing confirmed when the battery was reinserted after 6 hours without power the time and date reset to 12:00am (B)(4) 2007. Removed pump cover to investigate; a visible inspection confirmed the internal battery (bt1) was leaking. A crack was observed at the case seal of the battery compartment. Unrelated to this issue, the display screen powered on with a pinkish contrast. A new test screen was inserted and powered on with normal contrast and no signs of discoloration.